Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message, "scan again in 10 minutes," when scanning the adc freestyle libre 2 sensor using librelink. As a result. On (B)(6) 2021, the customer experienced unspecified symptoms of hypoglycemia and was unable to treat themselves. The customer was provided ¿gluco-gel¿ by a non-hcp for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh008knllm has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection was performed on the sensor plug and damaged was observed to the guide tabs and sensor ears. The plug was seated correctly and therefore the damaged guide tabs and sensor ears did not cause the customer complaint. A watermark at the base of the tail was observed, this is an indication that the sensor was properly inserted. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message, "scan again in 10 minutes," when scanning the adc freestyle libre 2 sensor using librelink. As a result. On 30nov2021, the customer experienced unspecified symptoms of hypoglycemia and was unable to treat themselves. The customer was provided ¿gluco-gel¿ by a non-hcp for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.